Event description:
It was reported that the patient presented in clinic for a follow up with a right ventricular lead that exhibited failure to capture. No interventions were made or reported. The patient was in stable condition.